Event description:
Treatment of an aneurysm. It was reported the middle section of the pipeline was not fully opened after deployment and a balloon was required to achieve full wall apposition. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).